Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3, h6.

Event description:
Patient reported left side leaking, dents in the breasts, implants are deformed, and exchange due to concern with the product. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side leaking, dents in the breasts, implants are deformed, and exchange due to concern with the product. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedures deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side leaking, dents in the breasts, implants are deformed, and exchange due to concern with the product. Device has been explanted